Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an infusion infused faster than expected. There was no patient harm.

Manufacturer narrative:
The customers report of an overinfusion was not confirmed. The pcu event log shows that the pump module was infusing an unidentified med (50mg/100ml) at 14ml/hr. At 8:36 am on (B)(6) 2018, the infusion was paused and then the device alarmed for flo stop open for 4 seconds. The door was then closed and the user changed the vtbi to 80ml (believed to be when a new bag was hung) and started the infusion. At 10:32 am, the device alarmed for air in line. At 10:43 am, the user channeled the device off. The volume recorded as being infused during this period was 26.882ml. The root cause of the reported overinfusion was not identified. The device was not received for investigation.

Event description:
The customer reported that a primary infusion of versed 50mg/100ml was programmed to infuse at 14ml/hr (7mg/hr) however after approximately 2 hours the entire bag had infused. There was no patient harm.